Event description:
It was reported that the patient experienced two bladder infections since 2011-(B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, (B)(4), implanted: 2011-(B)(6) explanted: unknown; programmer model 3037, (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the patient when to bed with her device set at .07 volts and, when she woke up it had "changed itself to .02." It was also stated the patient woke up with a burning sensation while urinating and "urine running down her legs." Additional information has been requested, a follow-up report will be sent if additional information becomes available.